Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported low and inconsistent dexcom g7 cgm readings after transitioning from dexcom g6; a 67mg/dl fingerstick was entered into the ilet for calibration, after which glucose readings returned to the normal range and the patient treated with fast-acting carbohydrates.